Event description:
Hospital staff was trying to use nova meter and discovered that the battery door did not close all the way. Staff notified point of care staff to address the issue. Point of care staff noticed that the battery had been bulging and replaced it.